Event description:
The customer reported to olympus, that the screen of the generator says electrical circuit error. The event was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a e433 rebooting error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported was confirmed. The device evaluation found a e433 rebooting error was being displayed due to a defective high voltage power supply (hvps) . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty high voltage power supply (hvps) board. Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the mos (metal-oxide-semiconductor) transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. The event can be prevented by following the instructions for use which state: "cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional at 3 minutes contact time). Low-level disinfection efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional at 3 minutes contact time)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.